Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 28 synergy¿ stent, it was noted that the proximal part of the stent struts was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.